Manufacturer narrative:
Service visited on (B)(4) 2011. The field service engineer (fse) replaced the mc sample probe wash collar. The fse also found the vacuum valve for the mc sample probe wash collar plugged up. The fse cleared it and the issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 synchron clinical system. The customer stated that modular chemistry (mc) collar wash was leaking. There was no effect to patient or user.